Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Upon pulling the inner dilator out, the dilator split, separated and traveled into the artery. The piece of the dilator was able to be retrieved. Patient was transferred to another facility where a stent was placed over the insertion site.

Manufacturer narrative:
Lot # requested but not provided. (B)(4). Investigation / evaluation: during the course of investigation, a dimensional verification, along with a review of the complaint history, device history record, drawing, quality control (qc), trends and a visual inspection of the returned used, and damaged catheter was conducted. The visual examination determined that the catheter was received with the hub separated from the catheter shaft. In addition, the outer catheter was separated approximately 5 cm from the where it should be attached to the hub. Approximately 1.5 cm of the distal side of this separation appeared to be stretched. Inspection revealed that a portion of the catheter remained within the hub. Validation controls are in place to insure the integrity of this device. Quality control personnel verifies that the surface is clean and free of imperfections. It is insured that the hub is molded securely to tubing. In addition, it is confirmed that the surface of outer catheter is smooth, clean and free of excessive kinks and foreign debris. The information provided states that "the artery was found to be highly calcified". A highly calcified area or constricted pathway could have resulted in unexpected forces on the device, resulting in this separation, thus it is likely that the patient's condition contributed to this failure. We have notified the appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
A left lower extremity peripheral intervention was being performed on the male patient, in his late 50's. Upon removing the inner dilator, the dilator split, separated and traveled into the artery. The piece of the dilator was able to be retrieved. The patient was transferred to another facility where a stent was placed over the insertion site. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a dimensional verification, along with a review of the complaint history, device history record, drawing, quality control (qc), trends and a visual inspection of the returned used, and damaged catheter was conducted. The visual examination determined that the catheter was received with the hub separated from the catheter shaft. In addition, the outer catheter was separated approximately 5 cm from the where it should be attached to the hub. Approximately 1.5 cm of the distal side of this separation appeared to be stretched. Inspection revealed that a portion of the catheter remained within the hub. Validation controls are in place to insure the integrity of this device. Quality control personnel verifies that the surface is clean and free of imperfections. It is insured that the hub is molded securely to tubing. In addition, it is confirmed that the surface of outer catheter is smooth, clean and free of excessive kinks and foreign debris. The information provided states that "the artery was found to be highly calcified". A highly calcified area or constricted pathway could have resulted in unexpected forces on the device, resulting in this separation, thus it is likely that the patient's condition contributed to this failure. We have notified the appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
Information was provided that the physician gained access in the right groin using the complaint device. There were no issues other than it was a tight access. Inner stiffened cannula was removed along with the micro puncture wire and replaced with super core .035 in the outer sheath. During the attempt to remove the outer sheath, the hub detached. The user was able to grab the sheath in the attempt to remove it; however, only half of the sheath came out. The user could not visualize the lower half of the sheath, therefore, the physician performed a cut down on the femoral artery. In the process of the cut down, the artery was found to be highly calcified and the artery proceeded to open beyond the physician cut down. Significant blood loss began and the physician needed to get to the left groin access using another micro puncture access set. The physician gained contralateral access using intervention sheath and quickly placed another manufacturer's stent over the cut down section of the affected right groin area to control bleeding. Patient was transferred to another facility to undergo an additional surgical procedure to prevent further blood loss and monitor health as a result of the blood loss (approximately 1.5 units).